Manufacturer narrative:
The customer obtained discordant nonreactive/reactive atellica im sars-cov-2 igg (cov2g) results and atellica im sars-cov-2 total (cov2t) results versus alternate methods. The sample type was serum. No symptomology was provided. There was insufficient volume for the samples to be analyzed at the manufacturer site. The region was unable to confirm if pcr testing was performed on these patient samples. The covid total and the covid igg may not always correlate. The covid igg method only detects igg. The covid total method detects both igg and igm antibodies. Much depends on timing and testing. Studies indicate that the total assay may have slightly higher sensitivity the closer you get to the date of the first positive pcr than igg or igm alone, and therefore it can help identify those individuals with both prior exposure and recent infection, reducing the potential for false negative results. An igg-only test is better suited for surveillance of people who are in the later, convalescent stage of the virus. Based on the information provided, siemens did not identify a product problem. The atellica im cov2t IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. At this time, the presence of an immune response cannot be interpreted as confirmation of immunity. Thus, continued precautions to avoid infection will occur with negligible clinical impact. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A customer experienced discordant results with the atellica im sars-cov-2 igg (cov2g) and sars-cov-2 total (cov2t) assays for 10 patient samples as compared to alternate methods. The discordant results were both reactive (positive) and nonreactive (negative). These 10 discordant patient samples were observed out of approximately 470 cov2g runs and approximately 540 cov2t runs. The customer is a private lab and does not have clinical information for these patient samples. The discordant atellica im sars-cov-2 igg (cov2g) and sars-cov-2 total (cov2t) results were not reported. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2g and cov2t results.